Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjo was notified about an event with involvement of enterprise 5000x bed. During visit at the customer facility, the qualified arjo representative was inspecting the bed in question and noticed that it had the detached radius arm. Upon the conducted interview, arjo representative was informed that the patient using the bed has a dementia. It was also stated that the patient was restrained on the bed and was very aggressive. The patient did not sustain any injuries due to the event. The involved bed was manufactured and released to distribution on 9 aug 2016. This device undergone the internal inspection at the manufacturing site prior to placement on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that would affect the bed's stability. The review of post-market surveillance data and investigation into the radius arm detachment, carried out at the manufacturer side showed that radius arm detachment and collapse of the bed can occur only under two specific circumstances. The first one may occur, when the bed's backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator's limit and next the bed foot section is pulled. The second one scenario may take place, when the obstacle is put between the base frame and radius arm. Findings of this investigation allow to conclude that the radius arm would not detach when the bed is handled in accordance with the instructions for use. The instructions for use dedicated to the enterprise 5000x bed (746-577-UK rev. 7) includes information and warnings, which are crucial for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is a very low risk of the radius arm detachment occurrence - as evidenced by the test results mentioned above. According to the results of performed investigation it is possible to conclude that one of the scenarios mentioned above most likely caused the reported malfunction. In summary, the claimed enterprise 5000x bed was used for patient therapy, when the radius arm dislodged from the bed's frame. During the bed's evaluation, the alleged malfunction was confirmed, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instructions for use. The complaint was decided to be reportable due to the reported malfunction- radius arm detachment. The malfunction as such may pose a resident at hazardous situation upon malfunction recurrence.

Event description:
Arjo was notified about an event with involvement of enterprise 5000x bed. During visit at the customer facility, the qualified arjo representative was inspecting the bed in question and noticed that it had the detached radius arm. Upon the conducted interview, arjo representative was informed that the patient using the bed has a dementia. It was also stated that the patient was restrained on the bed and was very aggressive. The patient did not sustain any injuries due to the event.